Event description:
The patient underwent pelvic posterior repair and at one day post operative, the patient complained of chest pains and was transferred into the intensive care unit where a cardiologist was called in chest x-rays and CT scan of the chest were performed and an abnormality was identified. The surgeon reviewed file with the anesthesiologist. The patient developed a fever of 102 and appeared septic. A goggle search was done checking the rectum area and the patient was given an enema. A midline retroperitoneal injury was identified. A pinhole perforation was found in the rectum. The surgeon believes the pinhole in the rectum was created during dissection. A colostomy and rectal repair were performed and the mesh was removed. An infection by the colostomy site was note and the patient was placed on antibiotics for infection. Hospitalization was extended for a couple of weeks. Patient was discharged with the colostomy. Patient is scheduled to come back in few weeks to reverse the colostomy and repeat the posterior repair.